Event description:
During cystoscopy with resection of bladder tumor, end of bovie cord separated from metal connector with flame noted at end of cord while doctor was holding it in his hand. Bovie machine turned off-unplugged-flame smothered without incident-no hurt to drapes-md-or patient.